Event description:
A nurse reported that the cotton on the end of a cotton tip applicator was fluffy and shredded into the wound. No pt harm was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).